Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After introducing the non-boston scientific sheath and the lesion crossed with v18 guidewire, a 4.0mm x 100mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed three times and the second inflation was noted 14 atmospheres (atm). However, during the third inflation at 10 atm when pressure was applied, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.